Event description:
It was reported that during a vertical expandable prosthetic titanium rib (veptr) case, while using a universal spine system (uss), one of the tips of the hook and screw holder broke off inside the screw. They could not retrieve the part of the driver which broke off, so they took out the rod, remove and replaced the screw, and finished the case. There was no extension of surgery time. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records indicates that there was nonconformance for undersized threads. It cannot be determined if these undersize threads could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The device was returned for a manufacturing evaluation. The hook and screw holder was received with some scratches on the surface and minor oxidation on the etch. The hex feature was completely sheared off and not available for investigation. A manufacturing conclusion could not be presented due to the condition of the product. Visually, there did not appear to be an issue other than the damage sustained by implantation and extraction. This complaint is indeterminate from a manufacturing standpoint. A product development evaluation was also performed. The hex feature on the outer shaft was completely sheared off. This implies that the torsional forces applied during the procedure were above the ultimate shear strength of the driver hex. However, the complaint description does not indicate when and how the driver was used. It is possible that the patient had very hard bone which could potentially lead to a high torque of insertion applied to the screw into the pedicle. It is also possible that the pedicle was not prepared properly leading to an excessive torque applied. The materials of this device were reviewed and are adequate for the device intended use. As there is not enough information as to how and when the driver was used during the surgery, this complaint is deemed indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The design and clinical risk management document was reviewed and the following can be concluded: the risk of bending / stripping / breaking of the instrument is included in the risk analysis; the severity of harm (3 moderate) is appropriate; and the occurrence rates (2 improbable / 1 unlikely) are correct or rated one level above the number identified in this analysis.